Event description:
A physician attempted arteriotomy closure using the starclose device. The physician was unable to complete the advancement of the thumb advancer. On removal of the devce a "thin, curly piece of clear plastic" was noticed extruding from the distal section of the device. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
Based on available info, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.